Event description:
It was reported that there was a pericardial effusion. A left atrial appendage (laa) closure procedure was being performed. A watchman trusteer access system (was) and a 31mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. Getting transeptal access was difficult as it was hard to visualize tenting on the fossa ovalis. The physician successfully performed the transseptal puncture and inserted the was. While the physician was positioned the was deeper in the laa the was dropped abruptly. The physician found that the patient had a pericardial effusion present in the right ventricle. The physician performed a pericardiocentesis and drained less than 500ml of dark red fluid. The patient stabilized and the procedure was continued. The physician continued the procedure and successfully implanted the closure device in the laa of the patient. There were no other complications that were reported to have occurred, and the patient is expected to make a full recovery.